Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "there has been having issues lately with the proper functioning of the 45mm io needle. The stylet is supposed to remove automatically when pulling away the drill. Twice during codes this has not happened, necessitating searching for hemostats to remove the inner stylet so the io can be used. " this report addresses the first occurrence.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "there has been having issues lately with the proper functioning of the 45mm io needle. The stylet is supposed to remove automatically when pulling away the drill. Twice during codes this has not happened, necessitating searching for hemostats to remove the inner stylet so the io can be used." This report addresses the first occurrence.